Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that there was an emergency call for the high blood glucose. The customer also reported that she received no delivery alarms. The customer's blood glucose was 274 mg/dl at the time of the incident. The customer's blood glucose was 266 mg/dl at the time of call. The customer's blood glucose was over 500 mg/dl at the time of hospitalization. The customer stated that she experienced vertigo and extreme thirst. The customer stated that she was wearing the insulin pump during the emergency call. The time of the hospitalization was 2pm and the date of the hospitalization was (B)(6) 2015. The customer stated that she able to clear the no delivery alarm. The customer stated that the insulin did exit during fixed prime. The insulin pump will not be returned for analysis.